Event description:
It was reported that the battery of the external pulse generator was not seating securely. It was further reported that the generator had several screws and some hardware missing. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the battery drawer was broken and damaged. Also, three case screws were missing, two side bails and ring were missing. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the lead flex cover was contaminated, the heart wire contacts were contaminated, and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.